Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "119 mg/dl" with a lifescan meter and "154 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.